Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced hematoma causing leg numbness following a scs implant procedure. The patient system was removed after a CT scan followed by laminectomy. Reportedly, the patient's symptoms resolved in few hours after the explant.